Manufacturer narrative:
No product will be returned for eval.

Event description:
In 2009 the pt's daughter reported that the pt was hospitalized and diagnosed with ketoacidosis. She stated that at 9:30 am prior to breakfast, the pt's blood glucose measure 400 mg/dl and he "got sick". At approx 11:00 am to 12:00 pm, the pt was taken to the hospital, and his blood glucose measured 600 mg/dl. Between 12:00-2:00 pm, the pt's blood glucose measured 1100 mg/dl and hospital staff disconnected the pt from the infusion device at that time. The pt's daughter confirmed that the basal rates were programmed in the infusion device correctly, and the infusion device was operating in the correct basal rate profile when placed in the run mode. The infusion site was last changed about 4 days prior, and the daughter was advised to change the infusion site every 3 days and the infusion tubing every 6 days. Troubleshooting did not reveal any product issues. Upon follow up 2 days later, the pt's daughter reported that after the pt's blood glucose returned to his target range, he was reconnected to the infusion device and his blood glucose remained within the target range. It was determined that the cannula of the pt's infusion site came out of his skin at bed time prior to the event, and he reinserted the cannula and he did not receive proper insulin delivery through the night. His physician advised him to insert a new infusion site if this were to recur. The alleged infusion set was discarded. No product was requested to be returned for eval.